Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse verified the fluidics and calibrated the probes. The cse also checked the incubation ring and luminometer. Quality control was run and precision testing was performed, which were acceptable. A siemens headquarters support center specialist reviewed the event data and the service report and concluded that the potential causes of the discordant results could have been either due to a system performance issue, which was corrected during the troubleshooting, or an issue with the sample being tested. The cause of the discordant, falsely elevated tni-ultra results on two patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin-I (tni-ultra) results were obtained on two patient samples on an advia centaur cp instrument. The initial results were reported to the physician(s), who questioned them. The samples were repeated on the same advia centaur instrument and an alternate advia centaur instrument, resulting lower. For patient 1, the repeat results were reported as correct results, while for patient 2, no repeat results were reported to the physician(s) as the physician considered the original result to be close enough with the repeat results. There are no reports of patient intervention or adverse health consequence(s) due to the discordant, falsely elevated tni-ultra results.